Event description:
It was reported the patient received a burn. It was stated that the pad was a valley lab non-split and unsure of placement during the shoulder case. Patient was obese and that may have contributed to the burn or irritation from the pad; could have been a reaction to the adhesive. The customer has not heard of patient having any problems since recovery.